Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd discardit¿ ii syringes had dirt on their tips in the packaging. The following information was provided by the initial reporter: "the customer informs that the unused 2 ml discardit syringe has some dirt in the tip of the syringe in package."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 300928 and lot number 2010196. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned. Through examination of the picture, foreign matter was observed at the tip of the barrel, confirming the reported issue. Based on the investigation results, an exact cause could not be determined for the observed foreign matter. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures and environmental controls in place.

Event description:
It was reported that 2 bd discardit¿ ii syringes had dirt on their tips in the packaging. The following information was provided by the initial reporter: "the customer informs that the unused 2 ml discardit syringe has some dirt in the tip of the syringe in package."